Event description:
It was reported the customer received a no delivery alarm. The customer had removed the infusion set from their body and reported their cannula was bent. The customer's blood glucose was 189 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. Customer was advised their alarm may have been due to a site related issue or a bent cannula or site/set occlusion. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)